Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the issue was resolved by the revision. It was reported that the explanted catheter was disposed of. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving morphine (10mg/ml at 0.940mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that when the catheter was disconnected from the pump, the hcp was unable to aspirate the catheter so a back table prime was programmed. The reason for the lack of cerebrospinal fluid (csf) backflow was because they discovered a kink. Once the catheter was straightened out there was good backflow. The hcp utilized a revision kit and inquired about priming the newly revised catheter. No patient symptoms were reported and no further complications were reported or anticipated.